Event description:
The tip of the intrathecal catheter had dislodged. The hcp was implanting a new pump and during the procedure, while the catheter was being retracted, "something different" was noted on fluoroscopy. On exam of the end of the catheter, it was noted that the tip of the catheter was missing. The reporter believes that the tip is likely in the tissue, as opposed to the intrathecal space, as the catheter "didn't look deep enough" for the tip to be in the intrathecal space. The hcp chose not to attmempt to retrieve the tip and it remains in the pt. The pt is reported to be "doing fine" post-operatively.